Event description:
It was reported via repair work order that the mattress was not secured to the litter due to all three velcro piles missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.